Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Patient has a lead fracture in the rv. Hm alerted the facility that unipolar lead impedance > 2500 ohms and non-capture at 7.5 v. (B)(6) 2015 - we were informed these leads were capped on (B)(6) 2015 and new OEM leads were implanted on the right side.